Manufacturer narrative:
Retainer ring=clear. The pump was returned for cosmetic damage and alleged failed battery test alerts found on (B)(6) 2020. Pump¿s history and trace files downloaded successfully using thus software. Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test alerts noted during testing. However, failed battery test alerts noted in the pump history on (B)(6) 2020 at 6:12pm. Pump was cut open to perform visual inspection and found moisture damage on [pcba 1/pcba 2]. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, cracked retainer ring, and missing serial number label. Cosmetic damage was confirmed where scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, cracked retainer ring, and missing serial number label was noted. Alleged failed battery test alerts confirmed in the pump history files on (B)(6) 2020 due to moisture damage on the electronic assemblies [pcba 1/ pcba 2]. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The device was returned for analysis.